Manufacturer narrative:
Correction: the correct catalog number is 9034; not 90215 as previously reported. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.